Manufacturer narrative:
The evaluation noted that as reported, the initial tka on this 75 y/o female patient¿s left knee on (B)(6) 2009. During this revision procedure, the surgeon opened the joint, dislocated the patella and removed the poly insert. The surgeon used the acudriver to remove the femoral and tibial components. The surgeon implanted the truliant revision knee and was able to achieve great stability with this prosthesis. Once the final component was implanted the joint was closed in standard fashion. The patient left the room in stable condition. Reason for revision was not reported. Device is not returning, hospital discarded. Per IFU # 700-096-018 rev. R - in a review of labeling, fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, and unintended bone fracture are all know risks associated with total hip replacement. Any of these may require a second surgical intervention or revision. Patients should be informed that their weight and activity level may affect the longevity of the implant. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to the patient conditions. Concomitant devices: (cn: (B)(4), sn: (B)(6) ps tibial insert, size 2, 9mm. (Cn: (B)(4), sn: (B)(6) cemented tibial trap tray, 1f/2t & 2f/2t. The following section(s) have additional info; d4 (UDI number). Section h11: corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard.

Event description:
As reported, the initial tka on this 75 y/o female patient¿s left knee on (B)(6) 2009. During this revision procedure, the surgeon opened the joint, dislocated the patella and removed the poly insert. The surgeon used the acudriver to remove the femoral and tibial components. The surgeon implanted the truliant revision knee and was able to achieve great stability with this prosthesis. Once the final component was implanted the joint was closed in standard fashion. The patient left the room in stable condition. Reason for revision was not reported. Device is not returning, hospital discarded. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to the patient conditions.

Manufacturer narrative:
Pending evaluation. Concomitant devices: 204-22-09, 1377578, ps tibial insert, size 2, 9mm; 204-04-22, 1327255, cemented tibial trap tray, 1f/2t & 2f/2t.

Event description:
Original surgery was done on this female patient¿s right knee on (B)(6) 2009. The surgeon opened the joint. Once the surgeon dislocated the patella, the surgeon took out the poly insert. The surgeon then proceeded to use the acudriver to remove the femoral and tibial components. Once the surgeon removed the components the surgeon followed the operative technique to implant the truliant revision knee. The surgeon was able to achieve great stability with this prosthesis. Once the surgeon implanted the final component, the surgeon closed the joint in standard fashion. The patient left the room in stable condition.